Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the catheter tip was trapped by the heavily calcified stenosis. In addition to that state, torque was applied. Excess force was seemed to be applied to the catheter leading the tip to become separated. The patient was fine and would be discharged as planned. The returned catheter had its tip separated. Proximal to the tip breakage site, outermost polymer coating was damaged and torn circumferentially. On the breakage surface, stretching of the outermost polymer coating and tip polymer was observed. The catheter lumen was found narrowed. The separated tip was observed under a microscope. It revealed that the tip polymer was ruptured due to ductile stress. It also found exposure of the underlying braids and narrowing of the catheter lumen. Measuring the returned catheter and separated tip, it was concluded the tip broke off approximately 5mm from the tip end where the border between the shaft and tip lay. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that the catheter tip was damaged by torque applied during catheter manipulation to cross the moderately tortuous and heavily calcified stenosis while it tip was trapped by the stenosis. At the time when the catheter was removed, tensile force was also applied to the catheter tip leading it to become separated. There was no indication of product deficiency. Because of severity of tip damage, it could not be ascertained if all tip fragments were retrieved and thus possibility that any fragment remaining in the anatomy could not be ruled out. Instruction for use states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
During a pci to treat a heavily calcified 90-99% stenosis in the rca #1, a guide wire was delivered to and crossed the stenosis with support of the subject catheter. It was difficult for the catheter to cross the stenosis so that torque was applied. Torque made the catheter able to cross. The guide wire was exchanged to a rota wire. When the physician attempted to remove the catheter, its tip got separated and remained on the rota wire. Since the stenosis was severe, the physician considered it would be unable to retrieve the catheter tip at this point and implemented ablation with a rotablator. The catheter tip was moved distally. A 0.014 guide wire was advanced parallel to the rota wire and made tangled with the rota wire to retrieve the catheter tip. After retrieval went successful, a stent was deployed, the blood flow was reestablished, and the procedure was completed.